Event description:
During a preparation for a pci treatment procedure, a leak was detected in the maverick2 monorail 9x2.0 mm balloon. Another balloon was used to completed the procedure. No pt injuries or complications were reported.